Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, rewind anomaly and crack on back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. All buttons function properly. Pump was cut open to perform visual inspection and moisture damage was found at the force sensor and motor home switch. Successfully downloaded history files and traces using thus. No abnormal rewind anomalies were, or alarms were noted during testing. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap was attached and lock into place properly. The following were noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rails and pillowing keypad overlay. Rewind anomaly was not confirmed, however, moisture damage was found on the motor assembly. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cosmetic damage was confirmed at the back of pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.